Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the output connector assembly was found out of electrical specification. Analysis also found the display wire insulation was pinched (wire insulation not compromised) and three case screws were contaminated. (B)(4).

Event description:
It was reported there was no output on the atrial port. Device senses tapping when sensitivity on the atrial port is set to less than 2 millvolts with a load. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the patient cable assembly. Visual inspection revealed no anomalies. Bench analysis verified intermittent continuity of the atrial ring circuit. Additional analysis found that after removing the contact from the connector, the wire insulation in the crimp area was found to be creating an intermittent connection. Conclusion: wire insulation in the crimp area created intermittent connection.